Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Procedure: hip revision performed on (B)(6) 2014 at (B)(6). Original surgery details unknown and no stickers or implants are available as it happened a long time ago (before 2000). Components implanted on patient before revision were: stability stem with 28+8.5 mm metal head duraloc cup 56mm with neutral 28mm poly. Cup and liner were removed for wear and osteolysis, head changed, stem remained in situ.